Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that the first time she observed the ins disintegrating was in (B)(6) 2012. Patient stated that she knew it was not working well because she felt numbness in the back, hands, and feet. Patient said she was unable to lay down and she urinating constantly. The patient stated the device was disposed. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastr ointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's first ins she had in 2006 was removed because "it was disintegrating". The caller is unable to clarify or provide additional information about this event. The caller just noted that she thinks the patient was told this. No further patient complications are anticipated or expected as a result of this event.